Manufacturer narrative:
Concomitant product(s) : product ID: 3389s-40, lot# va0x0bs, implanted: (B)(6) 2015, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) and patient reported via a manufacturer representative (rep) that the patient was not doing well. She was in inpatient rehab after experiencing a seizure during her stage 1 surgery and possible "stim tracked hemorrhage." The patient thought something went wrong during the procedure, was awake, and heard a rep talking. She could hear someone saying it did not quite go right. She was scheduled for her first programming session on (B)(6) 2015, so the device had not been activated yet. From what the hcp had heard, the issues occurred post-operatively. However, the hcp had not seen the patient yet. The patient's indication for use was movement disorders.